Manufacturer narrative:
A review of the manufacturing records for the device(s) is being conducted.

Manufacturer narrative:
A review of the manufacturing and sterilization records for the device(s) verified that the lot(s) met all pre-release specifications.excluder® aaa endoprosthesis adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargementplease see results of imaging evaluation

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. No sterilization review was performed.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment and was implanted with four gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2015, this patient underwent endovascular re-intervention for a left common iliac (lci) artery aneurysm and was implanted with three additional gore® excluder® aaa endoprostheses. The patient tolerated the procedure.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a left common iliac artery aneurysm and was implanted with four gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2015, this patient underwent endovascular re-intervention for enlargement of the left common iliac (lci) artery aneurysm and was implanted with three additional gore® excluder® aaa endoprostheses. There was no reported endoleak and no enlargement of the abdominal aortic aneurysm. The patient tolerated the procedure.